Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported an issue related to the device's active exhalation control module was observed during service and the active exhalation control module was replaced to address the issue. During the evaluation of the device, contamination of the overhead blower filter was observed contributing to the active exhalation control module issue. The overhead blower filter was replaced to address the issue.